Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call needing assistance with insulin pump programming. The customer's blood glucose reading was 159 mg/dl but went down to 43 mg/dl at the time of incident. Customer treated with a glucose shot. Troubleshooting was done for low blood glucose and blood glucose went up to 84 mg/dl.